Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm during our testing. Unable to perform the displacement test and verify lost sensor alarm due to no button response. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.